Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported noticing that multiple boxes of tampons she had purchased had many tampons with the strings not showing, customer noticed the issue before insertion so no medical was necessary.